Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure 2 months after implant placement surgery. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The doctor reported bone resorption was observed during the implant removal surgery. The patient has since recovered.